Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204: belt unusable, service code 107: multiple abnormal shutdowns) was confirmed. As received, the electrode belt failed the current check test. Upon evaluation, there was contamination inside ECG electrode "c". The cause of the failure is the contamination. The root cause of the contamination is ingress of an unknown liquid. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the device was receiving a service code 204 (belt unusable) and code 107 (multiple abnormal shutdowns)